Event description:
Customer reported she went to bed and her blood glucose was 120 mg/dl and in the morning it was 500 mg/dl. Customer went to the emergency room her; blood glucose was over 600 mg/dl at the time of admission. Event occurred two weeks ago. Customer did not recall any significant event that may have led to hospitalization. Customer was not in a car accident. He stayed there for three days until customer got better and got back on the device. Customer declined troubleshooting. He stated everything was fine. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.